Manufacturer narrative:
The referenced device was returned to the olympus repair center. The customer¿s reported problem could not be confirmed/duplicated. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows the device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation, the root cause cannot be conclusively determined. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (osh) was informed via service request that the customer high-definition autoclavable camera head has an image/connection problem, ¿image flashes, poor contact¿. The reported problem was found during inspection before use. There was no delay and the scheduled otoendoscopy was completed with another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Please see the correction in g2.